Manufacturer narrative:
Field change: b5,d4,h6,h10.

Event description:
It was reported that patient has a scheduled surgical procedure next february to revise his artificial urinary sphincter (aus) due to device not working. Additional information was received. The device that will be revised is an inflatable penile prosthesis (ipp) and not an aus. Additional information was received. Patient underwent a surgical procedure to replace his reservoir due to herniation.

Event description:
It was reported that patient has a scheduled surgical procedure next february to revise his artificial urinary sphincter (aus) due to device not working. Additional information was received. The device that will be revised is an inflatable penile prosthesis (ipp) and not an aus.